Event description:
It was reported the intrathecal catheter diameter seemed to be greater than the needle diameter. During the implant procedure, the physician could not insert the catheter into the needle, so the needle was not implanted and a new catheter kit and needle were used. It was also reported the patient was hospitalized and required surgical intervention as a result of this event. There was a wound caused by the insertion of the needle. The patient was alive and had no adverse event at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the catheter body revealed excess adhesive at the catheter tip.

Manufacturer narrative:
Product ID 8731sc, lot# 0206102525, product type catheter. (B)(4).